Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The physician was using the psc032 as an inner catheter coaxial technique while placing the psc054. He was using a headliner 16 guide wire through the psc032. He felt resistance and decided to remove the psc032 from the psc054. Upon removal, he found the 032 catheter to be broken in half. Only a small piece of wire was holding the two pieces of the catheter from coming apart. The catheter was saved then later discarded.

Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.